Event description:
It was reported that the right ventricular (rv) lead had dislodged three days after implantation. The patient was brought into the hospital and was stable. The next day the lead was repositioned; however, during the procedure, the patient went into heart block. The physician requested that a temporary pacing lead be implanted to provide back-up pacing. Once the repositioned rv lead was in place, the temporary lead was explanted. The repositioning was successful, remains in use, and there were no reported patient complications as a result of this event.

Manufacturer narrative:
(B)(4). Concomitant product continued: (B)(4), (B)(6) 2012. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.